Event description:
It was reported that patient's experienced ineffective therapy with cervical system. X-rays showed that both leads have migrated and appear very lateral. It was noted that the cervical ipg was inoperable as patient stopped recharging. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.